Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during step 4, the foot could not be retracted. The device was removed by pulling the device out from the vessel with the foot deployed. When the device was removed, the suture was broken. Manual compression was applied to achieve hemostasis. Hospitalization was extended by an additional day for pt observation. When the pt was discharged, the distal pulses were intact. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.